Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a urinary tract infection (uti) and possible gi (gastrointestinal) bleed. Log file review captured some periods of pulsatility index (pi) events but nothing unusual was noted. The ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended.

Manufacturer narrative:
Patient age: estimated age at time of event based on implant date noted patient weight has been requested and will be included in the final report. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.